Event description:
It was reported to boston scientific corporation that during an anterior repair procedure (date unknown) using an uphold vaginal support system, as the physician was pulling the leg assembly through a soft, non-calcified sacrospinous ligament, the dilator detached approximately seven to eight centimeters from the needle. The uphold device was removed from the patient and the procedure was completed with another uphold vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure (date unknown) using an uphold vaginal support system, as the physician was pulling the leg assembly through a soft, non-calcified sacrospinous ligament, the dilator detached approximately seven to eight centimeters from the needle. The uphold device was removed from the patient and the procedure was completed with another uphold vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.

Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that the needle, with a small portion of suture attached, was missing from the blue and white dilator. Visual analysis of the returned capio device revealed no anomalies. Functional testing of the returned capio device showed that it operated freely.